Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During routinary preventive maintenance evaluation of spectrum iq pump, the device was detected to falsely alarmed upstream occlusion. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, g3, h3, h6, and h11. H11 : the device was received for evaluation. During functional testing, an false upstream occlusion alarm was not reproduced. A review of the event history log revealed upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor calibration out of specification. The ultrasonic sensor requires recalibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.